Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. During the evaluation the event reported was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during a procedure the camera head had image problems. The issue was found during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
E2 marked in error. The device was returned to olympus for evaluation and the evaluation found the cable unit is scratched and needs to be replaced and there were defective pixels. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.